Manufacturer narrative:
External insulation abrasion was noted at 46.9-47.1 cm from the distal tip and exposing the outer coil consistent with lead friction to the device can. This is consistent with the observation from the field of noise oversensing.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, pacing inhibition due to noise oversensing was observed on the right ventricular lead. The lead was explanted and replaced. The patient was stable.